Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during pre-op testing, the mesher chewed the skin no adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). (B)(4). The device history record (DHR), for serial number 6237, noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. The device history record (DHR) and previous repair report review, for serial number 1406037 noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. The device history record (DHR), for serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. The device history record (DHR), for serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. The device history record (DHR), for serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number 06237 as documented in the repair reports. Zimmer biomet surgical has previously repaired/evaluated 1.5: 1 cutter serial number (B)(4) once as documented in the repair reports. The last repair was (B)(6) 2015 and the cutter was returned with skin graft mesher with serial number (B)(4). Zimmer biomet surgical has not previously repaired/evaluated 1.5:1 cutter serial number (B)(4) as documented in the repair reports. Zimmer biomet surgical has not previously repaired/evaluated 3:1 cutter serial number (B)(4) as documented in the repair reports. Zimmer biomet surgical has not previously repaired/evaluated 4:1 cutter serial number (B)(4) as documented in the repair reports. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on (B)(4) 2018 revealed that all four cutters failed to produce a passing sample mesh. The comb was bent and damaged. The handle end of the roller was damaged. The sliding pins were difficult to insert into the side plates. Repair of the skin graft mesher was not performed by zimmer biomet surgical since at the time of this investigation the customer has not made a decision on the repair quote. The reported event was confirmed since during initial inspection all 4 returned cutters failed to produce a passing sample mesh. The root cause of the mesher chewing/ eating the skin was due to the damaged cutters. A damaged cutter could result in less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.